Manufacturer narrative:
An event of patient death due to pulmonary hypertension three days after placement of a piccolo device to treat a pda was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Confirmation of correct device sizing could not be performed as the measurements of the defect were not received. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2020, a 4-2 amplatzer piccolo was selected for implant intraductal. The pda dimension is unknown. On (B)(6) 2020 the patient developed pulmonary hypertension, which was not present before the closure of the pda. The patient decompensated throughout the day and ultimately expired.

Manufacturer narrative:
Correction information for common device name. Additional information for date received by manufacturer, adverse event, if follow-up, what type?, additional manufacturer narrative and/or corrected data.